Manufacturer narrative:
During service for refurbishment on 03 mar 2020, the autopulse platform (sn (B)(4)) failed run-in test due to user advisory (ua) 17 (max motor on time exceeded) error message. The ua17 error message was due to a defective drive train motor due to age of the platform. The autopulse platform is a reusable device and was manufactured on 13 november 2009 and has exceeded its service life of 5 years old. Upon replacement of the drive train motor, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During service, the autopulse platform (sn (B)(4)) failed run-in test due to user advisory (ua) 17 (max motor on time exceeded) error message. No patient involvement.